Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior resection, the device was fired on the renal stump and no staples were present. The surgeon was able to keep the stump from bleeding. He hand sewed and inserted a drain. Operating room time extended b y 30 minutes.